Manufacturer narrative:
Additional information/device evaluation: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, the monitor was unable to properly communicate with an electrode belt. The cause of the failure was isolated to a damaged u612 component (inverting charge pump) on the c/a board. The u612 component had no output. The root cause for the defective u612 component could not be positively identified. No adverse event resulted from the defective monitor. Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires, service code 204) has been confirmed. Upon investigation the electrode belt trunk cable was severed and missing. The root cause for the missing trunk cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that wires were exposed on the electrode belt and that the electrode belt was causing a service code 204 (belt/monitor unusable). Monitor sn (B)(4) was also returned for the reported service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires, service code 204) has been confirmed. Upon investigation the electrode belt trunk cable was severed and missing. The root cause for the missing trunk cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that wires were exposed on the electrode belt and that the electrode belt was causing a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway at zmc. The reported problem (service code 204-belt/monitor unusable) was investigated. The monitor failed incoming functionality testing. Upon investigation, the monitor was unable to properly communicate with an electrode belt. Root cause investigation is still underway. A supplemental report will be sent when the investigation is completed. Device evaluation summary device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires, service code 204) has been confirmed. Upon investigation the electrode belt trunk cable was severed and missing. The root cause for the missing trunk cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor also returned monitor sn (B)(4) and reported that the monitor was causing a service code 204 (belt/monitor unusable). A us distributor returned electrode belt sn (B)(4) and reported that wires were exposed on the electrode belt and that the electrode belt was causing a service code 204 (belt/monitor unusable).